Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi has received the sureform 45 curved-tip stapler instrument or the green sureform 45 reload that were used during this reported event for failure analysis evaluation. However, as of the date this report, the evaluation of the devices have not been completed. A log review shows the sureform 45 curved-tip stapler instrument, (lot number: t10230809-0074), was installed on the system 10 times and fired 9 reloads (3 blue, 5 white, 1 green, in that order). On installs 1-3, and 5-9, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, a white reload was loaded; however, no clamping or firing was performed. On install 10, the first two clamps were successful, but were followed by a firing failure. The firing stopped at about 64% completion, after a duration of about 45 seconds. The stapler instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs for this procedure. Refer to medwatch reports (MDR) with MFR report #'s 2955842-2024-15229 and 2955842-2024-15230 for additional information regarding 2 of the 3 other occurrences of a partial fire causing a hole in the bronchus while using a sureform 45 curved tip stapler instrument with green sureform 45 reloads. Refer to medwatch reports (MDR) with MFR report #'s 2955842-2023-16717 and 2955842-2023-16718 for additional information regarding 1 of the 3 other occurrences of a partial fire causing a hole in the bronchus while using a sureform 45 curved tip stapler instrument with a green and blue sureform 45 reloads.

Event description:
It was reported that during a da vinci assisted left upper pulmonary lobectomy surgical procedure, a partial stapler fire occurred causing a hole in the bronchus. When the event occurred, the surgeon was using a sureform 45 curved-tip stapler instrument with a green sureform 45 reload to staple across the bronchus. Halfway through stapling, the firing stopped, and a message stated: press the blue pedal to open stapler; consider changing the reload. The bleeding was negligible, and the issue was resolved by using a backup sureform 45 curved-tip stapler instrument and another green sureform 45 reload. The stapling event required the surgeon to staple more proximal to the desired staple line, resecting a small amount of additional tissue. The procedure was completed robotically and there were no post-operative complications. Prior to this reported event, this issue has previously occurred 3 different times since september of 2022.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler instrument to perform failure analysis (fa) and was able to confirm, but not replicate the customer reported complaint. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house green reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. On 3 attempts the instrument passed engagement and on 3 separate attempts the instrument failed. Additionally, the instrument was found to have roll bushing between the roll gear and the main bushing. As a result, the instrument failed engagement. The instrument's main tube was manually rotated and high friction was observed. The instrument was installed on an in-house system and failed the mechanical engagement sequence. On an additional 3 attempts, the instrument passed the engagement test. A log review of the customer system was unable to confirm any engagement failures. Isi received the green sureform 45 reload and performed fa. The stapler reload was found to have the knife exposed within the knife track. The log review confirms the stapler reload was involved in a firing failure. The knife was exposed towards the middle of the returned reload.

Event description:
Refer to h10/h11 for follow-up information.